Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 15:05:42. During night drain cycle two, the patient's ultrafiltration reading was 867ml, indicating the home patient (hp) drained 867ml more than their maximum programmed fill volume of 1000ml. This information meets iipv criteria.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. He assignable cause was determined to be unexpected high uf for therapy compared to other therapies. If any additional information is received, a follow-up will be sent.